Event description:
The customer initially called to get assistance with the glucose meter. During the call the customer was showing signs of low blood glucose levels. The paramedics were called to the customer's home for assistance. The customer's blood glucose reading was 33 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.